Event description:
It was reported that a homechoice (hc) device was emitting a burning smell during automated peritoneal dialysis (apd) therapy. A technical service representative (tsr) initiated a swap of the device and discussed the use of continuous ambulatory peritoneal dialysis (capd) until a new device arrived. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was received for evaluation. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included visual inspection, functional and electrical testing of the device and a review of the alarm log. The device failed for heater bag temperature. The cause of this was the solid state relay u2 on the printed circuit board overheated. A CAPA has been opened for this issue. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and a device evaluation is currently underway. Upon completion of the evaluation or if additional relevant information is obtained, a supplemental report will be submitted.